Event description:
Additional information reported the event was related to the device or therapy and related to the implant procedure.

Event description:
Additional information received reported that there was full depletion of the battery. It was noted that the severity of the event was "mild."

Event description:
It was clarified that there was a ventral dislocation of the cable between the extension cable and the impulse device. There was also pain at the extension site. It was noted to be possibly related to therapy and/or the implant procedure. An x-ray excluded disconnection. The revision included repositioning the extension. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 37085-60, serial# (B)(4). Product type: extension.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "ventral located dislocation of cable between impulse device and stimulation cable." The examination/palpation showed the patient's symptom was local pain right above the impulse device. The patient was hospitalized, and a revision was performed. The patient's outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient experienced pain at the both the implantable neurostimulator (ins) site and at the area of the extension component.